Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow-up. Post paced t wave oversensing was observed. Programming changes were made. Device remains implanted.